Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. The technical support specialist states the issue was resolved in another case. No resolution was provided by both the technical support specialist and the customer about the resolved issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when the bd pyxis¿ medstation¿ es, patient profile not crossing over. The customer indicated that the user experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.